Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16067311, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was having pain at the ipg site and clik anchor site. The patient underwent a pocket and anchor revision procedure. The patient was doing well postoperatively.